Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log revealed no findings related to the complaint. A 12-month service history review was conducted, with no evidence linking the complaint to prior service activity. Visual inspection confirmed a lifting downstream occlusion (dso) seal, thereby validating the complaint. The dso seal was replaced, and the probable cause was attributed to normal wear and tear. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that pump has lifting downstream occlusion seal. The event occurred during testing.